Event description:
The customer contacted physio-control to report that their device failed to provide three shocks in manual mode. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. During evaluation it was observed that the customer was attempting to deliver 360j charge during user test of the device. Limiting the power of shocks on the device cover to 79j is normal device operation. It is a safety measure to prevent damage to the device due to high power shocks on the cover. The cause of the reported issue was determined to be due to the user error.

Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to provide three shocks in manual mode. There was no report of patient use associated with the reported event.